Manufacturer narrative:
Corrected data: d4.- 'vticm5_13.2 (-7.00/ 2.5)' should be added. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated iop. Due to excessive vault and elevated iop the lens was exchanged for a same model but shorter length lens. The problem was resolved. Cause of the event is unknown.